Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) is currently underway. The reported problem (battery charger problem) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery charger. The patient was provided with a replacement battery charger.

Event description:
A (B)(6) male, patient's daughter, contacted zoll lifecor customer support to report that the patient was receiving notifications to send data. The daughter stated that the battery fault light was on and they could not get the charger to successfully download. The patient was provided with a replacement monitor.